Manufacturer narrative:
The reported incident that threaded guide wire asnis iii ø3.2x300mm was alleged of issue s-36 (component / device stuck) could not be confirmed, since the device was not returned for evaluation. Based on investigation, the root cause of the alleged issue was not confirmed as device was not returned. The operative technique ¿b0300114 b3210-en asnis iii s series optech¿ was reviewed: ¿if fluoroscopy shows that this guide wire is not in a satisfactory position, then pull it back and redirect it without making a new cortical hole. Two-plane fluoroscopy confirms the position of the guide wire.¿ the IFU ¿v15011 rev m 06-2015 instruments IFU ot-IFU-152¿ was reviewed: ¿in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure¿. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated. Device not returned.

Event description:
During asnis 6.5 surgery, a guide wire stuck into a parallel guide. The guide wire was not removed from the parallel guide. Other new wire and instruments were used and the surgery progressed. The stuck wire was used once.